Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device uploads to 100% then fails. The technical support connected via local memory interface and confirmed the drivers were installed and the recorder is being recognized. The technical support also uploaded a study from another recorder. There was no patient and user harm.

Manufacturer narrative:
Device evaluation: the recorder was received for evaluation with no data. Calibration by capsule simulator and a 24-hour transmission test were successfully performed. The test study data was downloaded successfully. A review of the DHR indicated that this serial number was released meeting all specifications. We were unable to confirm the customer¿s report or determine the root cause of the incident. If information is provided in the future, a supplemental report will be issued.